Manufacturer narrative:
This event is being recorded under (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while testing the mesher outside of surgery the device was tearing donor skin. There was no patient impact as there was no patient involvement. Diligence is complete. Diligence is complete.